Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the pump was noted to display a rate different than the originally programmed rate. At 1230, the nurse reported that when programming, the pump in the volume/time mode, the (vtbi) volume to be delivered vtbi could not be programmed. The nurse reported, the clear key was pressed and the pump was powered off and on. The primary line of the pump was then programmed on to deliver a 250ml volume of herceptin, for a duration of 90 minutes, and the delivery was started. After approx 2 minutes, the nurse reported hearing the pump was "working hard." At this time, the nurse noted the pump was delivering at a rate of 500ml/hr which was reportedly faster than the intended; however, the intended rate was again not provided. The programming was cleared and the pump was reprogrammed using the previous programming parameters. The nurse reported, the rate was again faster than the unspecified intended rate. The programming was again cleared and the pump was reprogrammed using the previous programmed parameters. The nurse reported that the pump displayed a rate of 102ml/hr which was deemed acceptable and the delivery was resumed. The nurse remained in the room with the patient during the remainder of the delivery and reported, the rate did not change. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.